Event description:
It was reported that the patient¿s rate had dropped below the programmed pacing rate due to a fracture of the right atrial (ra) lead. The lead was programmed off while a decision to revise the lead was contemplated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054 implantable pacing lead (B)(6) 2008. (B)(4).